Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the surface of the pebax. No other damage or anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions related to the complaint were identified. The blood residues reported by the customer was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contains the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and during the operation, blood entered the tip of the catheter, around the precision spring. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. There was no damage visible on the pebax part of the catheter. The catheter was immediately replaced. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, visual inspection evaluation of the returned device was performed. Visual analysis revealed reddish material presumably blood in the pebax section and a hole in the surface of the pebax. This finding is MDR reportable.